Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Review of the sterility certificate could not be conducted since the serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported high power event could not be confirmed due to insufficient evidence. The reported thrombus event was confirmed via visual evidence, which revealed evidence of thrombus. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. One (1) outflow graft with unknown lot number was not returned for evaluation. Review of the sterility certificate could not be conducted since the serial number is unknown. Visual evidence provided revealed external compression of the outflow graft. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported compression event can be attributed to the observed biodebris surrounding the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: unknown / catalog #: / expiration date: unknown / serial or lot#: unknown d9: no h3: yes h4: mfg date: unknown h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding urgent ventricular assist device (vad) decommissioning in the setting of impending vad shutdown in a heart transplant candidate. The authors describe a patient who presented with hematuria, left upper quadrant pain, and elevated vad flow and power. The patient also had subtherapeutic international normalized ratio (inr) and elevated lactate dehydrogenase (ldh). Vad thrombosis was suspected. It was also noted that the patient had a history of driveline pseudomonas infection for one year, and the patient was treated with multiple debridements and long-term antibiotics. Due to the infection, vad exchange was not favored. In addition, the patient could not tolerate attempted bedside decommissioning, which was likely due to retrograde graft flow. The outflow graft was ligated and the vad was decommissioned via right anterior thoracotomy. It was noted that intra-aortic balloon pump (iabp) support and inotropes were required. There was also extrinsic compression on the outflow graft due to biodebris found surrounding the graft. The patient received a heart transplant three days later. Pannus and thrombus were seen upon inspection of the inflow cannula. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
### Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: emergent left ventricular assist device decommissioning in the setting of impending pump shutdown in heart transplant candidate. 2023. Jtcvs techniques. Https://doi.org/10.1016/j.xjtc.2022.12.010 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.